Event description:
The customer reported that the canopy zipper does not function properly, but could not specify which panel zipper has the issue, because the product was already boxed for return. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4)) - zipper damage. Evaluation results: evaluation of the returned product shows that the patient panel side a: window zipper slider body is open. Window side b: the insert pin is missing. Note: posey instructions for use warning indicates: always use the zipper pull-tabs when opening or closing the zippers. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).